Event description:
The patient was undergoing a laparoscopic cholecystectomy. At the end of the procedure the surgeon used a suction irrigator through a 5mm port to irrigate the wound. While the surgeon was irrigating the port broke in half.